Manufacturer narrative:
"Date rcvd by MFR:" of the initial correction MDR 30 day was incorrect. The correct "date rcvd by MFR:" date on the initial correction MDR 30 day is december 08, 2015.

Manufacturer narrative:
Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date of the event. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report for the initial MDR 30 day and the MDR 30 day follow up #1.. Meter serial number (B)(4) has not been returned. The investigation was done in error. A MDR 30 day will be completed if the meter is returned.

Manufacturer narrative:
This serves as a correction report for the initial MDR 30 day and the MDR 30 day follow up #1. Meter serial number (B)(4) has not been returned. The investigation was done in error. A MDR 30 day will be completed if the meter is returned.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.